Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the emergency room feeling light headed, non-sustained rv oversensing due to noise was observed. Myopotential signals were also noted. Programming changes were recommended.